Event description:
Pt called alleging that test strips were peeling/damaged. Pt has been storing the test strips in the vial. Pt did mention that the test strip vial was cracked. Pt obtained a blood glucose reading of 235 mg/dl and a 240mg/dl. Pt did not experience any symptoms at the time of testing. Pt contacted md for medical advice. Treatment was documented as "other". The technique of applying blood on the test strips is done properly. This case is being reported as a strip malfunction, due to the peeling/damaged test strips.